Event description:
It was reported that during an unk procedure, the clamp arm could not be closed. Changed another one to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/19/2010. Evaluation summary: the device was returned with the outer tube (shaft) bent. No functional test could be performed, as the clamp arm did not close and due to the returned condition of the instrument. No conclusion could be reached as to how our instrument was bent. Manufacturing process has been reviewed and there is no current evidence of this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.